Manufacturer narrative:
Product analysis: the tip has broken approximately 3mm from the end. The fracture surface reveals a circular flow with deformation near the tip, consistent with torsional overload. The hardness of the driver meets print spec. Conclusion: the fracture of the tip appears to be the result of torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the tip of the driver broke. The product came in contact with the patient. No fragment of the broken instrument remained in the patient. There were no complications to the patient involved in the reported event.